Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
(B)(6) study ((B)(4)), core lab report filter tilt 19.6 degrees on pre retrieval x-ray. On (B)(6) 2015, during the study index procedure, the patient received a gunther tulip filter. Procedure: the inferior vena cava (ivc) diameter at the intended filter location was (B)(4) mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a g&#1806;ther tulip(tm)/((B)(4), lot # 5551839) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor jumped upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Site report of tilt per post procedure x-ray was (B)(4) degrees. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter placement site was the infrarenal, and the ivc diameter at the filter location was (B)(4). There was no evidence of filter migration, extravasation of contrast, or deformation. Filter leg(s) did appear outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt in the ap view was (B)(4) degrees. Post-procedure x-ray ((B)(6) 2015) revealed: site: (B)(4) degrees. Degrees tilt. Core lab: (B)(4) degrees tilt in ap view. (B)(4) degrees in lat view. Pre-retrieval x-ray ((B)(6) 2015) revealed: site: (B)(4) degrees tilt. Core lab: (B)(4) degrees tilt in ap view. (B)(4) degrees in lat view. On (B)(6) 2015 (175 days post procedure), the filter was no longer clinically needed and was retrieved. On (B)(6) 2016 (215 days post procedure), the patient completed follow-up and exited the study.

Manufacturer narrative:
During the investigation, it was noted that the event reported under MDR# 1820334-2016-00444 were previously reported on MDR# 1820334-2016-00032. Therefore, we request that MDR# 1820334-2016-00444 be canceled.

Event description:
Duplicate of MDR 1820334-2016-00032, as part of a (B)(4) study: damage to ivc upon removal of filter definitely related to study product. The primary reason for the filter placement was no evidence of venous thromboembolism (vte), but at risk for vte due to a history of prior vte, surgery, and a contraindication to anticoagulation. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The inferior vena cava (ivc) diameter at the intended filter location was 23 mm and there was no ivc anatomic anomaly was observed. Using the right internal jugular vein as the access site, a g&#1806;ther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Filter tilt was - 6 degrees. Core lab analysis of the placement procedure venacavagram revealed no anatomic anomaly of the ivc. The filter was placed in the ivc infrarenal site and the ivc diameter at the intended filter location was 20.9 mm. There was no evidence of deformation, migration, or extravasation of contrast after filter placement. Evidence of filter legs appearing outside the column of contrast was present. Angle of filter tilt in the ap view was 8.8 degrees. On the same day as the procedure, the post-procedure x-ray was performed. It revealed no evidence of filter fracture, embolization or migration. The angle of filter tilt was - 6 degrees. Core lab analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 15 degrees, and in the lat view 3.3 degrees. On the same day as the placement procedure, the patient was discharged from the hospital. She was not taking anticoagulant or antiplatelet medications when the pre-discharge clinical assessment was performed. On (B)(6) 2015 (119 days post-procedure), the three month follow-up clinical assessment was performed. A filter retrieval procedure was scheduled and the patient was not taking anticoagulant or antiplatelet medications. Since last contact, the patient had not experienced a reportable event. On (B)(6) 2015 (175 days post-procedure), the filter retrieval procedure was performed and the site reported the following adverse event information to cri: "damage to the vena cava upon removal of filter requiring further intervention and imaging. Pt. To be admitted for observation." Treatment included balloon tamponade. The site was queried in the electronic data capture system (edc) and emailed by the project manager (pm) for clarification of the event on (B)(6) 2015. The research coordinator responded to the pm via email that same day with the following information: "sorry for the vague entry. At the time of completion I did not know what the damage was because she was headed for a CT. It was determined that she did not have caval damage " but instead demonstrated significant pelvic congestion. Nonetheless - our team was conservative and provided tamponade and follow up CT. She was ultimately admitted d/t nausea and vomiting related to the medications she received intra procedure - and was dc home in the morning with no sequela. I will tidy up reporting - as I just wanted to get something in edc to reflect timely reporting of what was initially thought to be sae directly resulting from device.&#62282; the treating physician stated that the above event was definitely related to the study product [site queried] and definitely related to the study procedure. Core lab analysis of the retrieval procedure is not yet available. The patient remains in the study and no further adverse events have been reported.